Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, approximately 5 years (exact implant date not provided) post implant of a 26mm sapien 3 valve in the aortic position, the patient was admitted with worsening congestive heart failure (chf) symptoms. A 26mm sapien 3 ultra valve was implanted in the existing sapien 3 valve during a transfemoral valve in valve procedure. The implant of the sapien 3 ultra valve was successful without consequences to the patient. The reason for the failing sapien 3 valve was not provided. At the time of the report, the patient was in stable condition. Both valves remain implanted in the patient.

Manufacturer narrative:
Medical records review indicated approximately 5 years post sapien 3 valve deployment tee showed a mean av gradient of 42 mmhg. No paravalvular leak (pvl) or central regurgitation was observed. One year later, the cardiology cath report indicated structural valve deterioration including severe stenosis and mild regurgitation. The aortic regurgitation was reported to be at least +1. Two (2) weeks later, the patient presented with shortness of breath and exacerbation of chf from severe aortic stenosis with respiratory failure requiring supplemental oxygen. A 26mm sapien 3 ultra valve was successfully implanted in the existing sapien 3 valve during a valve in valve (viv) procedure. No pvl and 'essentially no gradient' were reported. The patient was discharged in stable condition 3 days post viv. Per the instruction for use (IFU), valve stenosis, regurgitation and device degeneration are potential risks associated with the use of the bioprosthetic heart valves. Valve degeneration may present as an increased gradient/velocity, decreased valve area and/or central regurgitation. This may result in symptoms such as sob and decreased exercise tolerance. Structural valve degeneration (svd) refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, based on the limited information provided, the root cause for the valve degeneration 5 years post valve implant could not be confirmed, but may be related to the patient's co-morbidities or pre-existing valvular disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Section d2: type of device corrected to npt, aortic valve, prosthesis, percutaneously delivered.